Event description:
The pt and the parent went to the hosp at noon. During clinical examination for the pt; the shutdown alarm occurred and stopped ventilating at 2:00pm. Soon after that; dr and pt's parent inserted to ac cable to outlet; so there was no effect on the pt. The engineer at the distribution center tested the internal battery time after full charge. It indicated low battery in 2 hours and 3 minutes; and empty alarm & shutdown within one minute. Please note that there was no deaty or severe injury involved in the incident.